Event description:
Alleged event: it was reported that the balloon deflated after a few hours and the catheter was found in the bed with the patient. The patient's condition was reported as unknown. But noted that the patient has a urinary malformation.

Manufacturer narrative:
Qn# (B)(4). The device sample has been returned to the manufacturer however the investigation report has not been submitted at the time of this report. The manufacturer will continue to monitor and trend related events.